Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tight-to-shaft cuffs were not filling circumferentially. The event occurred during set up in the nicu (neonatal intensive care unit) at the hospital. Cuff balloon was tested before insertion. Medical intervention was required. Patient changed to a peds plus trach. Ventilator settings were increased. Patient taken to the or (operating room) for a bronchoscopy. The outcome of the event was ongoing. There was patient involvement, and patient harm/adverse event reported. Patient sustained extensive cuff injury.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. The cuff was determined to meet the symmetry specifications. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.